Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Note: suspect medical device brand name = pipeline flex w/shield technology model # = ped2-500-20. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of a dissecting internal carotid artery, (ica) aneurysm, the distal segment of the device did not open despite maneuvers and resheathing twice. The device was retrieved and a new device was used and opened successfully. No patient injury was reported. The aneurysm was located in the right sub-petrous segment of the ica. The aneurysm was unruptured and fusiform. The max diameter was 8 mm and the neck width was 5 mm. The proximal and distal landing zone was 5mm. The patient had minimal vessel tortuosity.

Manufacturer narrative:
Patient information: the pipeline flex with shield technology braid was returned for evaluation the pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex with shield technology braid was observed to be fully open with one end having slight fraying, and the middle section and other end having no damages. No other anomalies were observed. Based on the analysis findings and the reported event details, the clinical observation could not be confirmed. We are unable to def initively determine the cause for the reported experience. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. D. Suspect medical device brand name = pipeline flex w/shield technology model # = ped2-500-20.